Event description:
The contact stated the customer tested her blood glucose and received a reading of 154 mg/dl. She retested a few minutes later using a freestyle meter and the reading was 400 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege that the customer experienced any adverse events. Troubleshooting showed the system to be operating as designed, so no products will be returned.